Manufacturer narrative:
A third-party service agent replaced the therapy connector and performed other unrelated repairs. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was determined to be due to a physically damaged therapy connector assembly.

Event description:
The third party service agent contacted physio control to report that their customer device had lost connection through it therapy connector. In this state device may not deliver defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The third party service agent contacted physio control to report that their customer device had lost connection through it therapy connector. In this state device may not deliver defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.